Event description:
The customer reported the device has a loss of power. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device lost power/ battery function. There was no reported adverse patient impact.